Event description:
There was a bend in the coil during inspection. The coil was removed and replaced with no harm to the patient. Manufacturer response for neurovascular coil, 6 mm x 19 cm hydroframe-10 neurovascular coil, v-trak advanced (per site reporter).